Event description:
It was reported the patients blood glucose level rose to 598 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. As treatment, the patient gave manual injections using insulin pens.

Manufacturer narrative:
The device was received with corrosion observed on the pcb assembly. Cracks were observed on the top housing and the housing vent was found to be punctured. All attempts to retrieve data from the pod were unsuccessful. Without the data, the reported hazard alarm could not be confirmed. Since the pod was unable to communicate with a master pdm, shelf mode current could not be measured, and the pod was unable to be rerun. The root cause of the reported event could not be determined due to the observed data loss. During the investigation, an internal leak was found in the fluid path due to a tear in the soft cannula. This leak caused fluid to accumulate in the pod and resulted in the observed corrosion. Fluid leaking from the intended fluid path is confirmed to have caused improper insulin delivery. It could not be conclusively determined if the damage to the top housing and housing vent contributed to the observed corrosion inside the pod. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.